Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s unit wasn¿t working. The patient reported their programmer would not come up with the check box showing the program was on. The patient reported they felt no stimulation at the time of the report. No further complications were reported.